Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
After the completion of ivtm therapy and during the download of the log files on the following day, the thermogard ivtm system ((B)(4)) displayed "m id9" (air trap assembly) error message. After several times rebooting the thermogard ivtm system, the problem (m id9) persisted. No patient involvement. Per reporter, on (B)(6) 2022 prior to the m id9 error, a start-up kit (suk) leak occurred and the thermogard ivtm system generated an " air trap warning" alarm but was cleared after the start-up kit was replaced and also it displayed "mid:20" (adc1 timeout) but error message was cleared after restarting the device.

Manufacturer narrative:
The reported complaint of "the thermogard ivtm system ((B)(6)) displayed "m id9" (air trap assembly) error message" was confirmed during the functional testing and event log review. The root cause of the reported complaint was due to a defective air trap sensor block and unable to detect air trap fixture, likely attributed to a start-up kit (suk) leak occurred 06 may 2022 and saline fluid engrossed to air trap block and damaged the sensor board. Upon visual inspection, observed the air intake filter was missing on the thermogard ivtm system, unrelated to the reported complaint. The air intake filter was replaced. The event log review showed multiple m ID:09 (air trap assembly) error on the reported event date, thus confirming the reported complaint. The thermogard xp ivtm system failed the preliminary functional testing. The thermogard ivtm system displayed "m id9" upon powering up. The root cause was due to a defective air trap sensor block. The air trap sensor block with board was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with sn (B)(6).